Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Intraoperative photographs taken and visual inspection of the returned rasp showed that the distal tip of the rasp had fractured and the fractured portion was not returned. The cutting edges exhibited wear and tear consistent with use. Fracture analysis identified numerous cutting tooth deformations, scratches and wear marks, suggesting heavy use. Analysis determined that the fracture appeared to be consistent with fatigue fracture culminating in overload. X-rays reviewed showed a metallic fragment within the medullary space of the mid-diaphysis of the right femur. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip surgery, the tip of the rasp fractured and the fractured piece was retained by the patient. No additional patient consequences were reported. Additional information on the reported event is unavailable.